Event description:
It was reported that during a device changeout procedure due to safety mode, this this right atrial (ra) lead was surgically abandoned due to noise and suspected oversensing. The patient experienced shortness of breath (sob). No additional adverse patient effects were reported.